Event description:
The customer reported that the generator and the table were not communicating. The field engineer noted that the system would not perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, kv board, and the aec board were replaced during the service call. The system was tested and found to be working as intended and put back into service.